Manufacturer narrative:
The event was noted to be reported by the unidentified male patient. Medtronic is submitting this report to comply with FDA reporting regulations under if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient began experiencing symptoms two weeks after being implanted with concerto coils. They initially experienced needles and pins in their feet and severe pains, swelling and redness in different areas of their body. Their quality of life was severely impacted. They underwent multiple different test to identify reasons for this problem and after 2 years they said the coils might be causing an allergic reaction. There were no malfunctions with the device, and the devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for varicocele. Additional information received reported allergy to the concerto coils was only considered after 2 years of testing. The patient underwent several scans, arthritic treatments, and allergy tests. Additional information received reported the patient saw several doctor and was hospitalized to address the pain related to the event. The events were not considered life-threatening but were noted to be detrimental to the patient's quality of life. The patient continues to have symptoms. Refer to manufacturer report 2029214-2021-01043 for details pertaining to the related reportable event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.